Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported condition, pump would alarm to close the door when it was already closed, was confirmed and reproduced while attempting to load a test set. This condition was determined to have been caused by a failed upper auxiliary flex. The upper auxiliary assembly was replaced.

Event description:
It was reported a spectrum pump would alarm to close the door when it was already closed. It was also reported there was no pt injury.